Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited an alarm regarding problem with shocking circuit. The device was replaced. The patient was in a good condition after the procedure.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory via review of device image. The device was tested on the bench and the output circuitry was damaged. The cause of the damaged output circuit was undetermined.